Event description:
It was reported that the pt gradually lost use of the electordes in their implant as they become 'hi', until 8 electrodes in total became 'hi'. This problem started in 2001. The pt was explanted of the device in 2002. The clinic saw this as a medical or surgical problem and did not inform med-el.